Manufacturer narrative:
In 2007, the customer reported a sudden drop in hgb (1 - 2 gm) on patients and controls. The cd4000 is calibrated using patient blood to a primary analyzer (hl coulter which uses coulter commercial calibrator). A field service representative (fsr) had been in the day before, and replaced parts for the pneumatic unit then ran precision and controls, which passed. On the evening of that day, a clot was aspirated and then cleared. After 5 am on original date, it was observed that the hgb dropped several grams on controls and patient samples and mchc was low. The customer technical advocate (cta) requested the customer check the hgb syringe, peristaltic pump tubing #3 (ppt#3), and the hgb cup drainage. Each item checked out, therefore autoclean was requested. There were several follow-up calls. By 9 pm, on the same day, the customer had: autocleaned; flushed the hgb pathway; flushed the hgb flow cell; changed the hgb syringe and ppt #3, however, the hgb imprecision was still present. Service was requested. The fsr visited on three days later and replaced three parts: a stripped luer lock fitting on the hgb syringe; a broken pinch valve; broken barbed t fitting. Replacement of these parts resolved the issue. Labeling: the cell-dyn 4000 system operator's manual, 01h25-01, rev c, pages 10-161 and 10-162 identifies pinch valves, tubing and the hgb syringe as possible sources of imprecise hgb. Pages 10-171 through 10-173 provide a flow chart for troubleshooting no, low or imprecise hgb results. Page 10-1 provides information on contacting abbott if further assistance is required. A review of complaints for the months of january 2007 through june 2007 did not indicate an adverse trend for the cell-dyn 4000, list 01h01-01, for the complaint issue. This is the final report.

Event description:
The customer stated the hgb value suddenly dropped several grams on the cell-dyn 4000. One example was provided where a patient's hgb value was 8.8 g/dl on the cell-dyn 4000 but was 10.5 g/dl on a backup cell-dyn instrument. No impact to patient management was reported.